Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-aug-2019 with the following findings: during investigation, a hole in the of the audio bolus button was observed. During testing, the audio bolus button was found to be intermittently responsive. The bolus button was removed and there was evidence of moisture corrosion found under the bolus button contact switch. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.